Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) nt411, (3i t3l with dcdl non-platform switched tapered implant 4 x 11.5mm) for evaluation. Visual evaluation was performed, the implants had signs of use. The implant had bone debris on its internal and external threads. No damage or signs of malfunction that would have contributed to the event. Surements match drawing. Device history record (DHR) review was completed for the subject lot number 2120004756. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120004756 for similar events and 3 other relevant complaint(s) were identified. Review completed utilizing keywords: dental : medical : allergic reaction. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning and patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event: unknown / not provided d10: concomitant medical product: nt411, osseotite¿ tapered implant 4 x 11.5mm, lot: 2120004756. Nt411, osseotite¿ tapered implant 4 x 11.5mm, lot: 2120004756. Nt411, osseotite¿ tapered implant 4 x 11.5mm, lot: 2120004756.

Event description:
The doctor reports that the dental implants located in dental positions number #15 #14 #25 & #24 failed due to an allergic reaction and were removed. Pain and inflammation were reported as a result of the event.